Event description:
Event description cpi received information that this transvenous defibrillation lead was explanted due to noise, the device was near eri. A new implantable cardioverter defibrillator was implanted.